Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ mixed tricuspid regurgitation (tr), thin and restricted leaflets for a triclip procedure. During the procedure, first triclip was stuck in the chordae and was unable to retract the clip, physician decided to implant the clip and was able to grasp the leaflets, however grippers would not lower and raise. Troubleshooting was performed but was unsuccessful. Clip was closed and was implanted on both the leaflets. Physician decided to implant another clip to further reduce the tr. One of the grippers would not lower. Troubleshooting was performed and was successful and clip was implanted. Imaging was difficult. All steps were performed as per IFU. The final tr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
In this case, the reported difficult to open or close-gripper actuation - single during procedure could not be replicated in a testing environment due to the returned condition of the device (clip was deployed and was not returned). The reported entrapment of device and image resolution poor could not be replicated in a testing environment as they was related to patient or procedural / operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported entrapment of device (clip becoming caught in anatomy) resulting in gripper actuation issue with both the grippers cannot be determined. Image resolution poor is related to patient and procedural conditions as difficulties visualizing the clip was reported due to tavi and pascal device in the mitral valve. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ mixed tricuspid regurgitation (tr), thin and restricted leaflets for a triclip procedure. During the procedure, first triclip was stuck in the chordae and was unable to retract the clip, physician decided to implant the clip and was able to grasp the leaflets, however grippers would not lower and raise. Troubleshooting was performed but was unsuccessful. Clip was closed and was implanted on both the leaflets. Physician decided to implant another clip to further reduce the tr. One of the grippers would not lower. Troubleshooting was performed and was successful and clip was implanted. Imaging was difficult. All steps were performed as per IFU. The final tr was grade 1. There were no adverse patient effects or clinically significant delays reported.